Event description:
It was reported by a company rep that a lead discontinuity was found during an x-ray view of a vns pt. In addition to the seen fracture, the dc converter code indicated 7. The pt was programmed off based on the review and is awaiting surgery. Add'l info was rec'd from a company rep indicating that it was unk if pt manipulation or trauma contributed to the visualized lead discontinuity. No lead info was found for the pt and x-rays were requested by the MFR. At the moment surgery is still pending.

Manufacturer narrative:
Device failure occurred, but did not cause of contribute to a death or serious injury.